Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user grandson states that his (B)(6) grandmothers wheelchair is having problems with the brakes. They are no longer engaging and have completely seized up and the chair is not currently safe.